Event description:
Additional information reported physician told manufacturing representative (rep) that he does not blame our rist product in this ca se. He said that they accessed an accessory radial artery and not the true radial. Hence it was much smaller and caused the damage to the catheter. The hospital kept the device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that the hcp routinely uses angio before introducing rist; ultrasound prior to rist introduction. Angio was used throughout the procedure during tracking. It was noted that ultrasound is typically used for rist and ultrasound was used to measure the radial artery in this case.

Manufacturer narrative:
Additional information was previously submitted in manufacturer report # 2029214-2021-01629. Upon further review, these reports are duplicates. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a rist radial guide sheath catheter was difficult to use during the aneurysm embolization procedure. The catheter was retained in the patient and the aneurysm embolization was aborted. Open vascular surgery was performed to remove the retained catheter. The patient was noted to be doing well at the time of the report. Additional information received reported that the patient was recovering workout issues. It was noted that the cause of issue was an aberrant radial artery and not device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was catheter resistance and the distal end of the catheter ruptured (intact). The patient was undergoing surgery for treatment through the access vessel radial. The access vessel diameter was 2mm. It was noted the patient's vessel tortuosity was moderate. It was reported that there was catheter resistance and the distal end of the catheter ruptured (intact). There was friction/difficulty during delivery. Aside from the rupture, there was no other damage to the catheter. The injection rate was unknown. The intention was to pipeline a left ophthalmic aneurysm. Upon advancing the rist, it got stuck in the subclavian and could not advance. It was pulled back and it was noticed the rist was fractured in the distal segment. The stainless steel coil braid had separated from the rist. Part of it came out with the rist and was removed, another part was in the ulnar artery and radiology was contacted. The patient was being taken off the table and radiology was to deal with removing what was left in the patient. The healthcare providers (hcp) commented about how there was a series of complications with radial access, not related to the device, however. The device and accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. There were patient symptoms or complications associated with this event.